Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxguard administration set with needlelessy-site(s) the luer lock would not attach and leakage occurred. There was no report of patient information or impact. This is the 1st of 2 events. The following information was provided by the initial reporter: started an IV. Went to attach the tubing to start the lr and the lure lock would not attach and lr leaked everywhere. Had to get new tubing and prime a whole new line. This has happened now two times with the same problem. Needs to be fixed.

Manufacturer narrative:
Investigation summary: 3 samples were received and tested by our quality team. One set was separated upon receipt and the customer's complaint was verified. Visual analyses under microscope was used and the set had a clear lack of solvent at the end that was supposed to be inserted into the needle free connector y-site. The manufacturer was notified of this issue and they have found the root cause of this separation to be a lack of solvent applied during the assembly process. A quality alert was initiated to further enforce correct solvent application and ensure this failure no longer occurs. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # mx9433 sets of the following lots: 23029244 ((B)(4) units produced on 15feb2023), 22129074 ((B)(4) units produced on 06dec2022)

Event description:
No additional information.